Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer was found to have generated a leak during patient use. It was reported that the patient was set up with an intravenous (IV) and smallbore pressure infusion extension set. At the time of the injection, the extension set started to leak at the connection end. There was unspecified unexpected or prolonged care. There was no patient harm reported.

Manufacturer narrative:
Received one (1) used list# mc33150, 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample showed evidence of an internal leak upon arrival, however, during testing the leak was unable to be replicated. The probable cause of the leak is unknown. The possible lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.